Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the fluid shield was found to be damaged and fluid spillage was noted. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the fluid shield was found to be damaged and fluid spillage was noted. The device was returned to the biomedical department with a note that indicated, does not function. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No add'l info was provided.